Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There were contact marks on the probe and jaw with the worn pad. The ptfe pad of the subject device was severely worn. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. This type of the pad damage is most likely related to the operator's technique. Based on the evaluation and the similar cases in the past, the ptfe pad might be worn since the subject device was activated on seal & cut mode while grasping nothing. Also, it was reported that the subject device did not work because the probe damage error occurred and the error could not be released. The probe damage error might occur since the ptfe pad was worn and the probe contacted with the jaw which had the worn pad. The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. *when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
During a hepatectomy, the subject device could not be used because of the ptfe pad wearing. The intended procedure was completed with another device. No patient injury was reported. On april 4, 2017, olympus medical systems corp. (Omsc) confirmed that the ptfe pad was severely worn.